Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the patient had a fracture of shaft of right femur. The nail in question was inserted into the bone. There was a bit of friction due to the high occupancy of medullary cavity while inserting the nail. Proximal locking had been done without any problem. Then the surgeon started drilling level f (the second screw hole from the most distal screw hole), but the drill interferences the nail. It was not possible to align the nail position, so the surgeon resigned locking level f and tried to drill the most distal hole (level g). However, there was interference also. The surgeon completed drilling the distal screw hole without the drill sleeve in the end. The operation was extended for 10 minutes due to this issue. There was no adverse consequence to the patient. This is report number 1 of 1 for (B)(4).